Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurs. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.